Event description:
It was reported that the patient had an allergic reaction; symptoms included a rash, welts, hives, wounds and bleeding. The rash had started right above where the pump was. She had had ¿two systemic hospitalizations¿ due to head to toe rashes and welts. ¿not an inch¿ of the patient¿s body was not covered. The patient had allergy testing done a week and a half ago and it was found the patient was allergic to silver, nickel, gold, steal and the patient wasn¿t sure if titanium was tested for . The patient was reportedly told they had never seen anybody with such bad allergies to metal. Additionally, the patient was also allergic to ¿cl+me-isothiazolinone¿ which was also called ¿metylchloroisothiazolinone ¿mcl¿¿. The patient was hospitalized from 2013 (B)(6) to 2013 (B)(6) for the second rash and the first rash was three weeks prior to that. The patient had to go back and forth to the hospital during that time frame. The patient was given a medrol pak to treat the rash. It was noted, the patient had a refill appointment scheduled for 2013 (B)(6). It was also reported when the patient was asked about her dose/concentration information regarding the medication in the device that she kept having the health care provider (hcp) titrate it, she was at ¿21 something then I had them drop it, drop it and 9.5 now I think¿. The device had previously delivered clonidine and currently delivered dilaudid, time frames were not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709 lot# l58356, implanted: 1999 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the patient was admitted to the hospital and it was not pump related however no further clarifying information was provided.